Event description:
On december 31, 1991, an auto suture roticulaor was used on a 46 year old female undergoing exploratory laparotomy, total abdominal hysterectomy and bilateral salpingo-oophorectomy. The surgeon attempted to use the roticulator on the vaginal cuff whrn it failed to fire. Three staples fell out. The surgeon intervened by hand suturing the vaginal cuff, and the final outcome did not result in injury to the patientinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.